Event description:
It was reported by service report that the foot section will not attach. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Foot section bent frame.